Event description:
Pt wears an infusion pump 24 hours a day. The pump is worn around her waist and a tube is inserted through her abdomen. The first night the pt wore the bhs her blood sugar rose to 380. The second night the pt wore the bhs her blood sugar rose to 440.